Event description:
It has been reported to philips that, system was hang-up. System was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and found that host pc problem. Then fse re-installed the host pc software and system is working again.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a problem with the host pc. Review of log file showed that host-pc did not start up. As a part of service repair, the fse reinstalled the host pc and conducted the functional tests. After the service repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.